Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that stored episodes of non-sustained oversensing due to post-paced t wave oversensing were observed. Programming changes were made to resolve the issue. Patient condition was good.